Manufacturer narrative:
(B)(4). Date sent: 11/21/2017. D4: batch # p91e5v. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed in the clip track. Due to this condition, no functional testing could be performed to evaluate the reported incident. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the clip was confirmed to be jammed. 5 clips were found inside clip track. No conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(6) date sent: 7/8/2019 corrected data g7: this correction is being submitted to correct the sequential numbering for the follow up reports. Follow up report # 2 submitted on 10/17/2017, should have been submitted as follow up report # 1 the subsequent follow up report #3 submitted on 11/21/2017, should have been submitted as follow up #2

Manufacturer narrative:
(B)(4). Date sent: 10/17/2017. Additional information was requested and the following was obtained: customer doesn't have another batch number. Delay of surgery didn't extend 30 min.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is correct lot number? How long of a delay was there to procedure?

Event description:
It was reported that during a left parotidectomy, the clips do not hold on vessels. Use of another like device to complete the procedure. No patient consequence. Increase in procedure time. Risk of loss of clips.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow up report number.